Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient has been trying to charge the ins and she can't get it to charge past 60%. The patient had the issue last friday and again the day of the call. The patient said that she recharges the controller and then recharges her ins. The patient said as she charges her ins, her controller battery goes lower. It was explained that is normal. The patient said by the time she wakes up the next day her ins is dead. The patient said that she was not even getting a full day or night's sleep with the stim level she has. The patient said when she starts charging it says low battery with the red line. The patient was charging for four hours and it is not fully charged. The patient checked temperature and speed and the patient said it was on 4. The patient was asked if she was waking up the screen to check it and the patient said no, she just watches the light. It was explained that waking up the screen can cause charging to take longer. The patient said that charging is either good or excellent, but it was usually excellent. The patient was told that the patient might have high settings and that is why she was going through the battery level so fast. The patient was told to follow up with the doctor to see if they need to adjust the settings or check the system to make sure everything is functioning properly. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6)2019. It was reported that the patient was told that the battery could show 60% charged but would really be 100%. In addition, the patient stated that it was taking the implantable neurostimulator (ins) a long time to charge and was depleting rapidly because ¿the setting it was on at the time of the event was pulsating too quickly¿. To resolve the recharging issues, the patient met with a rep at the surgeon's office. There were no further complications reported or anticipated.